Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. The filter remains implanted. Therefore, a sample eval could not be performed. The investigation is currently underway.

Event description:
It was reported that the filter migrated caudally and four filter limbs perforated the cava wall. Reportedly, six weeks after filter implant, the pt presented with abdominal pain. Imaging demonstrated that the filter migrated caudally by 4cm, one filter limb perforated the vena cava into the mesenteric fat and three filter limbs extended into the pre-vertebral soft tissue. The filter was not retrieved.